Manufacturer narrative:
In speaking with olympus technical assistance center (tac), customer reported the cv-180 had no image. Tac instructed the customer to power down the cv-180, disconnect the pigtail and the scope, wipe down the electrical contacts for both, and then to connect the pigtail and scope then power up the units. After doing so the scope image was on the screen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii video system center had no image. There was no patient harm associated with the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the phenomenon was caused by a communication failure between the scope and the processor due to a temporary defect in the electrical contacts. Olympus will continue to monitor field performance for this device.